Manufacturer narrative:
A philips field service engineer (fse) was dispatched for onsite service. The fse checked the speaker function and there was no function. The issue was confirmed. The fse checked the speaker connector and identified a connecting wires error. The results of functional testing indicate the speaker wires were disconnected. The speaker assembly was replaced to resolve the issue. Reporter phone number: (B)(6); reporting institution phone number: (B)(6).

Event description:
It was reported that there was a central monitor speaker function error and the speaker was not functioning. The device was not in use on a patient at the time of event, there was no patient involvement.